Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was investigated. As received, the monitor failed incoming functionality testing. Upon evaluation, there was extensive damage on the computer/analog (ca) board. The cause of the damaged was high voltage energy from the defibrillator board directed to low voltage circuitry on the ca board. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
09/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) indicating that it was restting.